Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported by the patient's husband that emergency medical services were called and the patient was subsequently admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6) 2026. While wearing the pod on the abdomen for between 4 and 24 hours, the patient's blood glucose level reportedly reached approximately 400 mg/dl. According to the reporter, the patient may have not been receiving sufficient insulin, which was believed to have contributed to the dka event. Reported symptoms included hyperglycemia and loss of consciousness, resulting in the patient falling and requiring stitches. Treatment included intravenous insulin followed by a transition to manual insulin injections. The pod was removed at the hospital and is available for return. The patient was discharged from the hospital on (B)(6) 2026.